Manufacturer narrative:
(B)(4). Cartridge pan dislodged, missing cartridge drivers the analysis results that one sc60a device was returned with no visual non-conformances and with two cartridge reloads present. Cartridge (b) ecr60g, j5f69v was received unfired and in good visual condition. Cartridge (c) ecr60d, j5f72d was received with cartridge pan detached and twelve double drivers missing. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged or the drivers missing from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The cartridge was loaded and removed without any difficulties during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an atypical lung resection procedure the devices were removed from the sterile packaging without any anomalies. The device was activated on lung parenchyma of patient affected by lung silicosis, the action requested a huge effort, but the suture were formed correctly. The branches could not be reopened completely. Considering that the operator needs more parenchyma, she had to unload the stapler using a huge effort. The new reload could not be loaded. The device was replaced with a new sc60a. No patient consequences were reported.